Manufacturer narrative:
Device evaluation: product was not returned, however a photo was provided showing the hook fractured off the device. The complaint is confirmed. Root cause: root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. It could also be attributed to off-axis forces applied during insertion. DHR review: per DHR review, the part was likely conforming when it left zimvie control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that an roi-c implant holder broke intra-operatively. There was no patient impact.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that an roi-c implant holder broke intra-operatively. There was no patient impact.